Event description:
The customer received a blood glucose reading of 410mg/dl at 6:42pm on the contour next link. He took approximately 18.5 units of insulin. Afterwards he felt sick and almost passed out. He did not require medical intervention, and did not change his diet. At 7:08pm he tested again with the same meter, and with the contour next link 2.4. The readings were 483 and 215mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.